Event description:
During preparation of a pulmonary vein isolation a faradrive steerable sheath clear was selected for use. The sheath took air during aspiration of the sheath. The device was flushed several times, checked the syringe for damage. A leak was observed from the valve. An exchange of the device resolved the issue. The procedure was completed without any patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was visually inspected, and no outer abnormalities were observed. During preparation for leak testing, an attempt to purge the sheath of air/bubbles was unsuccessful. Air was continuously seen in the sheath shaft, and leaking was already observed near the side port. The device was examined on the microscope to locate the source of the leak path. Dissection of the sheath cap revealed that the flush lumen was torn close to the side port (image #3 and #4), where the adhesive filet bonds the lumen to the hub of the sheath. Subsequently, the valves were inspected using microscopy. No significant damage or deformation was observed.

Event description:
During preparation of a pulmonary vein isolation a faradrive steerable sheath clear was selected for use. The sheath took air during aspiration of the sheath. The device was flushed several times, checked the syringe for damage. A leak was observed from the valve. An exchange of the device resolved the issue. The procedure was completed without any patient complications. The device has been returned for analysis.